Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial: (B)(4), batch: a000038025.